Manufacturer narrative:
Batch review performed on the 23 april 2019: lot 183544: (B)(4) items manufactured and released on 16-aug-2018. Expiration date: 2023-07-23. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
Revision surgery after one month from the primary due to signs of infection (the pathogen is unknown). The surgeon performed an I&d and poly swap and the surgery was completed successfully.